Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii and textured to smooth implant exchange. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Clarification to device available for eval? (D9): device has not been returned and was inadvertently reported as "yes" via previous medwatch. Reason for reoperation: capsular contracture baker grade iii, textured to smooth implant exchange, rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii and textured to smooth implant exchange". Additionally reported "rupture". Device has been explanted and replaced.

Event description:
Healthcare professional additionally reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6a, h6.